Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect stat troponin-I result on the architect i1000sr, serial number (B)(6). Through an extensive investigation, the fsr found the sample arc, probe, list number 08c94-47, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a male patient. The following data was provided (customer¿s normal range is <0.04 ng/ml): sample ID (B)(6) initial result was 0.11 ng/ml, which was questioned by the physician. The sample was then repeated, and the result was 0.0, repeat, on another analyzer, was 0.008 ng/ml. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a male patient. The following data was provided (customer¿s normal range is <0.04 ng/ml): sample ID (B)(6). Initial result was 0.11 ng/ml, which was questioned by the physician. The sample was then repeated, and the result was 0.0, repeat, on another analyzer, was 0.008 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.